Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system exhibited a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) recommended continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. It was further reported that the right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range shock impedance, during which oversensing was observed. Programming adjustments were performed and additional in-clinic evaluation was planned to further assess and optimize rv sensing. As of this time, this device remains in service. No adverse patient effects were reported.